Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I use it a lot, it's so good for heartburn [accidental device ingestion] I use it a lot, it's so good for heartburn [device effective for unapproved indication] I use it a lot, it's so good for heartburn [device use in unapproved indication] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser tablet (batch number 08008886006, expiry date unknown) for heartburn. On an unknown date, the patient started denture cleanser. On an unknown date, an unknown time after starting denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant), device effective for unapproved indication and device use in unapproved indication. The action taken with denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion, device effective for unapproved indication and device use in unapproved indication were unknown. It was unknown if the reporter considered the accidental device ingestion, device effective for unapproved indication and device use in unapproved indication to be related to denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative 07 may 2021. Consumer reported that "I wanted to tell you that corega tabs is really good! I use it a lot, it's so good for heartburn. Yes I'm using it now. It's a pill, one minute 08008886006. No, I'm calling from my mom's phone."